Event description:
Pt has insulin pump with glucose meter combination by minimed (paradigm). Pt had been experiencing erratic blood sugar readings and on one occasion had a meter reading of 36. Pt did not feel that bad, so they rechecked it and blood sugar was actually 212. Pt called the company and they told pt they needed a new meter and strips and sent them.